Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. An evaluation of the device cannot be performed as the device was not returned. To the manufacturer. Should additional information become available it will be reported in a supplemental report. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that a small shard of osteotome broke-off during osteotomy procedure at lateral edge of osteotomy. Surgeon was unable to locate the fragment so it was left in situ as it is in a non-critical place within osteotomy.